Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not advance. The surgeon completed the procedure without pt injury.